Event description:
B braun infusomat space infusion pumps alarms falsely for "air in line" and "occlusion" with no air or occlusion being present, this has resulted in longer infusion times and infusions having to be run via gravity because the pump will not work with multiple interventions. Patients have not received full dosage of medications due to tubing being switched out to try and problem solve the air in line alarms. Patients have also left before receiving full amount of medication due to pump disfunction and prolonging infusion times. B braun have had reps in department with no resolution or solution to pump problems. FDA safety report ID# (B)(4).